Manufacturer narrative:
The t27 quick connect poly driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static torsional shear overload. Driver hardness was confirmed to be within the material specification. A DHR review was conducted and there we no issues during the manufacturing or release of the driver that could have caused or contributed to the reported event. The complaint trend analysis found no related complaints for this issue. The root cause cannot be positively determined however fracture analysis found evidence of a torsional shear over load. This was likely cause as a result of under tapping, as reported, before placing the screw. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We started putting s2ai screws in on the left side and used a gearshift to cannulate the screw path. Then tapped with an 8.0 and 9.0 tap to 80mm. Dr. (B)(6) wanted to put in a 10.0 x 90mm screw. I asked that we tap the full length of the screw and line to line the tap. We did not tap with the 10.0mm tap. We went straight to the 10.0 x 90mm screw after the 9.0mm tap. With about 1cm left, the screw stopped and would not advance any deeper. We snapped off the tips of two sai t27 screwdrivers, first trying to advance and second trying to remove the screw. We then tried to lock a small rod in the tulip head to make the screw a mono screw and helicopter the screw out using the counter torque. This did not work, as the screw head would still spin and it began to smoke from all the friction. We ended up cutting the screw just below the tulip head. We were able to successfully place a 10.0 x 90mm s2ai screw on the right side after tapping to 10.0mm and tapping past 90mm.